Event description:
It was reported that the patient underwent replacement of lead and generator due to high impedance. No further relevant information has been received to date. The suspect product has not been received to date.

Event description:
Clinic notes were received as part of the replacement referral process. The clinic notes stated that the patient's device was interrogated and found to have high impedance. The patient's lead has been implanted since 2004. No known surgical intervention has occurred to date. No other relevant information has been received to date.